Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed small r waves on the right ventricular (rv) lead and undersensing on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.